Event description:
Affiliate reported that the pattie was unaccounted for at the end of the operation. An x-ray was performed, however, the pattie was unable to be located on x-ray. No adverse outcome reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.